Event description:
It was reported the device was explanted and replaced due to no telemetry; it was not possible to communicate with the device. No patient complications were reported as a result of this event, and the patient status was reported to be ok following the device replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis found that the device had no telemetry and no output, consistent with the reported field experience. Further analysis found the battery to be fully depleted. When external power was applied, the device functioned normally. Battery analysis found no anomalies. No root cause for the battery depletion could be determined.